Event description:
It was reported that patient presented in clinic for follow up showing post-sensed t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.